Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment, appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device, during deployment, due to circumstances of the procedure. There is no indication, of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 7 fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with 3 proglide devices. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 16 fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Following the procedure, diminished pulses were detected and a cut down was performed. A foot plate was found above the artery causing an occlusion. The foot plate was removed, blood flow was restored and the artery was sutured closed. The physician believed the foot break occurred with the first device and confirmed the successfully placed devices worked as intended and did not cause or contribute to the occlusion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.